Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented for lead repositioning due to loss of capture from lead dislodgement. Several attempts to position the lead did not result in atrial capture, and the lead was nicked near the suture sleeve during the procedure. Therefore, the physician elected to explant the lead and plug the atrial port of the pulse generator.